Event description:
The first impella was removed due to low flows and the second impella cp was successfully inserted. The patient exhibited prolonged polymorphic ventricular tachycardia but remained stable with a mean arterial pressure of 65 with extracorporeal membrane oxygenation and impella. In the intensive care unit, the plan was to address the ventricular tachycardia with hopes to improve impella flows and patient hemodynamics, but the patient expired on support. This report represents the second impella pump. Another report was submitted for the issues with the first impella pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported tachycardia and low pump flow has been completed. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. No product was returned. Pump was explanted due to low flows. After review of logs, suction alarms along impella position unknown alarms were observed. The root cause of low pump flow was most likely patient condition related per log review.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: no product was returned. Pump was explanted due to low flows. After review of logs, suction alarms along impella position unknown alarms were observed and motor spike. The cause of low pump flow was most likely biomaterial ingestion per log review. The investigation of the reported failure mode has been completed. No product was received for evaluation.